Event description:
An abstract was received that studied vns therapy and hrv (heart rate variability) as a potential contributing factor to osa (obstructive sleep apnea), which included 10 patients, all under the age of 20. The abstract reports that vns stimulation was shown to cause a decrease in heart rate variability (hrv), which may suggest that vns stimulation has a role in osa, as reduced hrv is linked to osa. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data: initial report inadvertently did not have the article: "changes in heart rate variability associated with vagal nerve stimulation activity during sleep.

Event description:
A second article was received reporting the same objective, methods, results and conclusions as the previous article reported. The article was titled: autonomic effects of vns during sleep and potential implications for osa. No further relevant information has been received to date.